Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was separated from the device case. Additionally, the rv+ seal plug was missing and the retainer ring was bent. All setscrews moved freely and all other seal plugs were intact. Review of device counter and therapy history revealed therapy was available while the device was implanted. Analysis confirmed the damage to the device header was consistent with damage caused at the explant procedure.

Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced loosening the right ventricular rate/sense setscrew on this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed various techniques to loosen the setscrew. The device was successfully explanted. It was reported that the physician was attempting to loosen the incorrect setscrew. However, sterile pliers were used to break the header prior to noticing this. The device was returned for analysis. No adverse patient effects were reported.